Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An anuerx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was treated for a type ia endoleak with endoanchors, an endurant stent graft limb and a non-mdt (cook) stent graft cuff approximately 11 years post the index procedure. It was reported that the type ia endoleak occurred due to a slight distal migration and neck dilation. The endurant limb was implanted due to a suspected type ib endoleak. It was confirmed that an endurant cuff was also previously implanted for suspected migration in the aneurx stent graft. It is undetermined whether the reported type ia endoleak occurred at the enduant cuff or the anuerx bifurcate stent graft. It was also reported that the type ib endoleak was not definite but that there was a slight dilation noted of the left common iliac artery and the physician felt it was appropriate to extend during this procedure rather than bring the patient back for an additional procedure. No additional clinical sequelae were reported and the patient is fine.